Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with a hypercoagulable state had vena cava filter placed at l2. Approximately six and a half months post filter deployment, there was unsuccessful attempted filter retrieval. Fluoroscopy revealed the filter moved caudally almost an entire vertebral body length, the filter legs tilted to the left, and the filter had tilted. Approximately one month later, there was another unsuccessful filter retrieval attempt. Inferior venacavagram during the procedure showed tilted filter with the hook and neck against the right lateral wall of the vena cava, left legs were extending into a venous branch just above the confluence of the iliac veins, filter leg bent and pointed cephalad, and perforation of the vena cava wall by the hook of the filter without leak. Approximately nine months post filter deployment, the vena cava filter was retrieved with a loop-snare with all twelve struts intact. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for removal difficulties, caudal migration, tilted filter, material deformation, and perforation of the ivc. Per the medical records, the removal difficulties were most likely due to the tilted filter, and the perforation of the filter apex in the wall. The removal procedures could have contributed to the filter limb bend. However, the definitive root cause is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, and before a long surgical procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed after two unsuccessful removal attempts. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later post filter deployment, through the right internal jugular vein approach, fluoroscopic observation of the inferior vena cava filter before catheterization of the inferior vena cava demonstrates that the filter has moved caudally almost an entire vertebral body length since placement. Several of legs now tilt to the left. The long axis of the filter has shifted so that it was now tilted. Inspite of numerous attempts with both a cone device and a snare, they were unable to engage the apex of the filter. All devices were removed, and hemostasis was achieved with manual compression. There was no evidence that the filter had shifted at all during the procedure. After one-month, inferior vena cavogram was performed which showed under ultrasound guidance through the right internal jugular vein approach, a 5-french pigtail catheter was positioned in the inferior vena cava, caudal to the filter. Inferior vena cavogram revealed a small amount of thrombus in the apex of the filter, occupying less than two percent of the filter volume. Exam also revealed that the filter was tilted, with the hook and neck apparently against the right lateral wall of the filter. Some of the left-sided legs of the filter were extending into a venous branch just above the confluence of the iliac veins. The catheter was exchanged for a filter retrieval sheath set, with a 10-french outer sheath and smaller inner sheath. Attempts to snare the hook of the filter were not successful, as it was apparently embedded in the wall of the vena cava. The glidewire was passed through the struts of the filter and snared, and pulled part way into the sheath, forming a loop snare around the struts at their confluence. Using this loop snare, the filter was partly retracted, with fluoroscopically apparent straightening of the filter. However, upon release of the filter, it resumed the tilted position. After that, further attempts to snare the filter hook were again unsuccessful. The snare was then passed alongside the glidewire and attempts to snare the hook traction on the filter were again unsuccessful. The snare was then passed over both ends of the glidewire loop snare, and the loop was snared near the filter. With traction on the filter, attempts to pass the outer larger sheath over the filter were again not successful, as the hook remained persistently embedded in the wall of the vena cava. At that point, it was apparent that the hook and neck of the filter could not be dislodged from the embedded position in the wall of the vena cava. Therefore, the loop snare was removed. The final venacavogram reveal that the hook of the filter extended slightly lateral to the contrast column, suggesting that it might be a few mm outside the lumen of the vena cava. One of the struts also was bent and was pointed in a cephalad direction. There was a small amount of thrombus in the filter, and a small amount of thrombus attached to that strut. The sheath was removed, and hemostasis was obtained with manual pressure. The patient tolerated the procedure well and was sent for observation in stable condition. After one month, venogram of the inferior vena cava filter under fluoroscopy was performed which showed findings of initial scout images show a retrievable inferior vena cava filter with approximately 40 degrees of tilt at the level of l3-4. There was a distorted filter strut which was in stable configuration when compared to the venographic images at the conclusion of the previous completed procedure. Fluoroscopic scout images of the abdomen and chest show no evidence of fractured/migrated filter struts. There was no evidence of significant thrombus entrapped within the filter, through the right internal jugular vein was entered with micropuncture technique under direct sonographic visualization. An 0.018 wire was advanced centrally under fluoroscopy and a transitional dilator was advanced. The wire was exchanged for an 0.035 wire and a bard retrieval sheath was advanced over the wire under fluoroscopy and negotiated into the inferior vena cava. Fluoroscopic spot images of the indwelling filter, abdomen and chest were obtained for baseline scout images. Then, contrast was injected and a digital subtraction venogram of the inferior vena cava was acquired. Next, in coaxial fashion a vs-2 catheter was advanced into the inferior vena cava and an exchange length glidewire was negotiated between the neck of the inferior vena cava filter and caval wall. The catheter was removed and in coaxial fashion a retrieval snare and catheter were advanced and the free end of the glidewire was grasped and retracted into the sheath forming a loop snare. The wire came free from the snare as it was being retracted into the sheath and attempts were made to grasp the free of the wire in the sheath which were unsuccessful. The free end of the wire was displaced into the inferior vena cava, the snare was re advanced, the wire was captured and retracted through the sheath forming a complete loop-snare through the retrieval sheath. The sheath was then advanced over the loop, firmly grasping the neck of the inferior vena cava filter. The hook was well endothelialized and the sheath would not advance over it. Under fluoroscopic observation, small forceful retractions were applied to the inferior vena cava filter until the hook was freed from the caval wall. Attempt was then made to reposition the snare however, this resulted in the loop slipping to the midportion of the filter. The loop was then re-advanced towards the filter neck and the sheath was tightly opposed to the filter and further retraction attempts were made and this again resulted in preferential slippage of the loop to the midportion of the filter. Decision was made to attempt to retrieve the filter from this position and the sheath was advanced over the filter under continuous fluoroscopy and this resulted in complete extraction of the midportion of the filter. Decision was made to attempt to retrieve the filter from this position and the sheath was advanced over the filter under continuous fluoroscopy and this resulted in complete extraction of the inferior vena cava filter and its struts from the inferior vena cava. The filter was inspected upon removal and all of its 12 struts were found intact. Contrast was hand injected and a completion venogram was obtained. Again, fluoroscopic spot images of the abdomen and chest were performed to confirm no retained filter struts. The sheath was removed, and pressure was held until bleeding subsided. A bandage was placed. The patient tolerated the procedure well without immediate adverse event and was discharged from radiology in stable condition. Therefore, the investigation is confirmed for the alleged filter migration, material deformation, filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11: g1, h6(patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, and before a long surgical procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The device was removed after two unsuccessful removal attempts. The status of the patient is unknown.